Manufacturer narrative:
Date rec'd by MFR: 12dec2019. Date of report: 16dec2019. The customer reported the unit alarmed "hi leak pressure". The manufacturer¿s technical service person advised the caller that there is no such alarm. Technical service recommended that the caller perform a complete performance verification testing (pvt) before placing the unit back into service. The caller indicated that the unit passed a pvt and had been placed back into service with no further complaints. The determination could not be made that the device failed to meet specifications. Though it is unknown if the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. Part was not returned to failure investigation. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
The customer reported a high pressure leak. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.